Event description:
It was reported that customer experienced issues charging the pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.